Event description:
Informant surgeon provides information that apparently was provided to manufacturer earlier. Investigation has produced two (2) letters from manufacturer and one from informant to manufacturer. Copies are attached. It appears manufacturer had notice of a complaint before ourselves as distributor. They took no action. We were not made aware of this until november 13 by way of a telephone discussion with manufacturer. According to documents provided by informant, one clamp had dislodged itself from the left side. Informant believes, since there appears to be no instability in the region, that intervention at this time is not necessaryinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.